Event description:
On (B)(6) 2003, I underwent a left total hip arthroplasty. I received a depuy hip system consisting of a johnson and johnson s-rom femoral stem 20x15x165. A depuy ultamet metal insert 36mm 56d and a depuy s-rom m metal on metal femoral head 36 m +3. Soon after this surgery, I began experiencing severe pain and discomfort. I underwent a left hip revision on (B)(6) 2004 and the doctors replaced the metal on metal with a poly component. Diagnosis or reason for use: osteonecrosis.